Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was 265 mg/dl. The customer stated that the pump was in full black screen. The customer was advised to stabilize at room temperature and the black screen did not disappear. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 265 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to MRI. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display, full segment display, frozen display, or display anomaly noted during testing. The pump failed the displacement test and was followed by a motion sensor test failure alarm during the rewind and a motor position encoder error alarm in the alarm history file due to an out of phase motor encoder signal. Unable to verify the motor error alarms due to the motion sensor test alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked case at the reservoir tube window corner.